Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer quality unit received a maude report forwarded from department of human services; this report is against user facility#mw5065067. Only additional and/or corrected information will be contained in this report. A copy of the maude event report is attached. It was reported that towards the end of an unknown hip procedure, the wooden handle on a 700 gram hammer began to break apart along the metal rivets. All broken pieces were retrieved. No pieces fell into the patient or into the sterile field. A similar instrument was available for use to complete the procedure. There was no surgical delay. The procedure was successfully completed and patient outcome was stable. In addition, there were no reported injuries to any employees. This complaint involves one device. This report is 1 of 1 for com-229976.